Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of arrhythmia, death and thrombosis are listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal circumflex artery that was mildly tortuous and heavily calcified. The patient presented with coronary artery disease and non-st-elevation myocardial infarction. A xience prime 2.75 x 33 mm was deployed with good result; however, during the procedure, the patient had recurrent episodes of ventricular arrhythmia followed by cardiac arrest for which cardiopulmonary resuscitation was administered and medication given. It was also reported that there was visible thrombus inside the stent. The patient was unable to be revived and expired. It is unknown if there was a significant impact to the patient due to a reported clinically significant delay in the procedure. No additional information was provided.